Manufacturer narrative:
H6. Codes: updated. Customer reported the pump had alarmed "error 41622." Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed ¿error 41622,¿ which typically indicates a motor or downstream occlusion (dso) seal issue. Troubleshooting was performed. The pump had been powered on, the loss of power alarm acknowledged, and the pump restarted. The screen had indicated that it was running, with the reservoir volume expected to be empty in 36 hours and 24 minutes. No patient harm was reported. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.